Event description:
During the implant procedure, the lead was tested on the table with success. However, once the lead was placed in the body and positioned, the screw buckled and got entangled in the ventricle. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated october 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. It should be noted, however, that the analysis was able to recreate a partial extension of the fixation mechanism through manipulations of the lead an inserted green-handled stylet. It is possible that this also occurred during the implant attempt and caused the entanglement as described by the physician. The damages associated to the svc defibrillation electrode region of the lead and to the helix are attributed to manipulations of the lead during the implant attempt. Furthermore, these are not considered manufacturing defects, because there are controls in place to disallow gross defects such as these.